Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was received in the following condition; the electrode broken off and returned, active rod present and the ceramic partially broken off and returned. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod. Both the electrode and the active rod were removed from the instrument. All instrument parts and components have been returned. No conclusion could be reach as how the electrode to active rod subassembly was dislodged from the instrument.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that a hysterectomy procedure, a piece of metal wire came out from the tip of the device and the inferior pincer was broken. The procedure was completed using a reusable bipolar and an enseal 5mm round tip. The metal wire that came out from the stem of the device is about 10 cm. No adverse patient consequences.